Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The replaced fluidics module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a surgeon felt that there was an infusion pressure problem and felt that it "just wasn't working right". After the case, while testing the unit, during the handpiece test, the test chamber ballooned to about one inch in diameter. The customer indicated there had been 3 posterior capsular breaks with two of the operating surgeons during uncomplicated cataract surgeries. To the reporter's knowledge, an anterior vitrectomy did not have to be performed on any of the patients and that all three patients are doing well. Additional information has been requested. This file is related to the first of the three patients.